Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the stapler was unable to fire the 3 reloads, the surgeon was able to press the green button but could not squeeze the handle. There was no patient involvement.